Event description:
It was reported through a post-market clinical follow-up survey on rotational catheter, that approximately two days post a thrombectomy and atherectomy for the acute occlusion, the patient allegedly developed with revascularization syndrome due to long visceral and limb ischemia. Reportedly, the patient was expired and the relationship of the event was mentioned as not related to device, was not related to procedure, and the primary cause of death was not provided.

Manufacturer narrative:
H10: date of death for this patient was not provided, date of death updated as 01-jan-1900 for the MDR submission requirement. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through a post-market clinical follow-up survey on rotational catheter, that approximately two days post a thrombectomy and atherectomy for the acute occlusion, the patient allegedly developed with revascularization syndrome due to long visceral and limb ischemia. Reportedly, the patient was expired and the relationship of the event was mentioned as not related to device, was not related to procedure, and the primary cause of death was not provided.

Manufacturer narrative:
H10: date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: no physical sample or pictures/videos were received. Thus, the physical investigation was not possible. Due to no sample, pictures and/video the reported malfunction can not be confirmed. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.